Event description:
It was reported that 2 bd phaseal¿ protectors p50 caused coring to occur in the medication vials during the drug compounding. The following information was provided by the initial reporter: "enduser use bd phaseal for oncology drug compounding . Particles have been found in drug vial x2. Particles are suspected to be caused by coring when user insert bd protector onto the vial.".

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 3003152976-2023-00149 is a duplicate of 3003152976-2023-00154 this supplemental is to cancel MDR 3003152976-2023-00149.

Event description:
It was reported that 2 bd phaseal¿ protectors p50 caused coring to occur in the medication vials during the drug compounding. The following information was provided by the initial reporter: "enduser use bd phaseal for oncology drug compounding . Particles have been found in drug vial x2. Particles are suspected to be caused by coring when user insert bd protector onto the vial.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.